Event description:
On (B)(6) 2013, 20 cm schon hemodialysis catheter was inserted into the right internal jugular vein and he was started on continuous veno-venous hemofiltration, (cvvh). He also had a triple lumen catheter in the right internal jugular vein inserted. On (B)(6) 2013, at 1500 the prismaflex hf 1000 cartridge set was changed. On (B)(6) 2013, at 0800, he was positioned in bed. At 0813 rn administered oral medications; 0815 nurse administered 400 ml ns bolus via right jugular IV site. Nursing assistant remained at bedside. At approximately 0830, he had a change a skin color and breathing pattern that occurred suddenly while he was sitting up eating breakfast. At 0835, cvvh machine alarmed "malfunction: air detector". Blue port of schon hemodialysis catheter was found disconnected from blue connection of prismaflex hf 1000 cartridge set and there was blood actively oozing from schon blue port. Blood also noted in bed. Blue port of hemodialysis catheter was aspirated with blood return obtained. Remaining blood in cvvh machine returned to patient and given ns wide open. He developed pea and resuscitated; regained spontaneous circulation. He again developed pea and decision made to not resuscitate. Time of death 0948.